Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right radial artery. The target lesion was 90% stenosed and located in a severely tortuous unknown vessel. This 1.50x15mm maverick balloon catheter was used to pre-dilate the lesion. The catheter was advanced to the lesion against slight resistance. Once to the lesion, the balloon ruptured on the first inflation at 12atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.